Event description:
It was reported that the patient underwent re-implant of the vns system on (B)(6) 2015.

Event description:
Clinic notes were received which indicate the patient had a vns placed in the past and had to have it removed due to a pocket infection after a battery exchange. The patient is currently referred for generator re-implantation. Good faith attempts for further information from the physician have been unsuccessful. The patient's programming history was reviewed in the manufacturer's database and indicates that the last time the patient's generator was interrogated was on (B)(6) 2004. This indicates that the patient had the device implanted until at least this date.

Event description:
On (B)(6) 2015 the physician reported that the patient had their "battery changed several years after placement of the vns which became infected. Physician recommended to remove the vns at that time." The physician also indicated that the patient was seeing another neurologist at that time. The previous neurologist's office was reported as not willing to provide further information.